Event description:
The customer reported that ECG monitoring failed, and that lead v6 of 12-lead had intermittent dropped out.

Manufacturer narrative:
The philips fse reported that the symptom could not be duplicated, and the device passed all testing, therefore, we cannot determine the cause.